Event description:
Customer's mother reported a cracked screen on her son's insulin pump. The mother stated the damage had occurred from her son playing with his air soft gun. The son's blood glucose was 277 mg/dl. The mother stated she could not read the insulin pump's screen, but the insulin pump was functional. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, a cracked display window, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a scratched case.